Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. The patient would continue to be monitored.

Event description:
New information reported stated that the device was explanted and replaced on (B)(6) 2016. No additional information was reported.